Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board needs to be replaced to address the issue. While oxygen blender board needs to be replaced based on the contents above, repair and periodic maintenance was canceled since the end of the lease term was drawing on. This device will be scrapped.